Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no external damage. Functional testing found pump had a blank screen after startup.the root cause of the reported issue was found to be component failure. Actions were taken to mitigate the reported issue: the main board was replaced.

Event description:
Additional information received via email from customer and attached in complaint on (B)(6) 2021: no patient incident found during testing.

Event description:
It was reported that a smiths medical pump screen locked up red. No adverse patient effects were reported.